Event description:
Customer reported false negative reaction with cell ii of the 0.8% selectogen cells lot vs798 (expire: 2-03-15) with a sample with anti-fyb. Testing was initially performed on provue and then repeated in manual gel. Negative results were obtained in both. The patient had a previous history of anti-fyb. The sample was tested the week before in another hospital using peg enhancement and anti-fyb was identified. The customer went on to test the sample in peg, where the screen was positive 1+. Peg testing was performed by tube testing with 3% selectogen (lot number not provided). Qc was acceptable for all reagents and provue. Storage and handling of all reagents and cards was confirmed to be as per IFU. Visual appearance before use was confirmed to be acceptable. The patient did not need any transfusions. Patient accuracy has not been affected; the concern is isolated to this patient sample.

Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).